Event description:
The disposable loading unit was used with co's ila 100 stainless steel instrument during a sub-total gastrectomy. Bleeding was observed from the staple line. The surgeon applied manual suture to correct this condition. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
A representative sample of the production lot in question was returned for evaluation. The device displayed an excessive amount of lubricant on the cartridge surface which co has determined does not have an effect on the performance of the device.